Manufacturer narrative:
Unit passed displacement test and self test. However, moisture damage on the electronic assembly, motor and force sensor noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer stated their was clear fluid at the bottom part of the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. The insulin pump will be returned for analysis.